Event description:
The device was used during a low anterior resection. The device did not fire nor cut completely. It was reported there were 2-3 hours added to the procedure. The doctor completed the case by hand sewing a purse string on the rectal stump. He then tried to use an ussc product but the stump was too short. And he also had a leak and had to do an ileostomy. The patient will need further surgery for the take down of the ileostomy.